Event description:
It was reported that the patient presented with a leaking inflatable penile prosthesis device six weeks after implantation. The patient contacted their physician in (B)(6), who advised them to return to (B)(6) for a repair. The surgeon confirmed the leak and a revision surgery will be performed. There were no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. Correction to field b1: adverse event/product problem. Correction to field b2: outcomes attrib to adv event. Correction to field h1: type of reportable event. Correction to field h6: impact codes.

Event description:
It was reported that the patient presented with a leaking inflatable penile prosthesis device six weeks after implantation. The patient contacted their physician in istanbul, who advised them to return to istanbul for a repair. The surgeon confirmed the leak, and a revision surgery will be performed. There were no patient complications.